Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy with laser and stent exchange procedure performed on (B)(6) 2013. According to the complainant, during the procedure the outer sleeved of the navigator cracked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The returned device revealed that the coating of access sheath peeled off revealing the metal core.

Manufacturer narrative:
A detailed device analysis was performed on the returned navigator access sheath; the condition of the returned device was consistent with the complaint incident that the sheath was severely damaged, the outer purple sleeve material was broken into multiple locations, revealing the inner wound metal core. Taking into consideration the evaluation conducted at the cis and the details of the complaint, this investigation was assigned the most probable root cause classification of undeterminable. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.